Manufacturer narrative:
(B)(4) a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device(s) were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from one port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.